Event description:
Patient had prk with on visx in 2014 (pre-tlc), then a bilateral enhancement (B)(6) 2016 on ex500. Patient was doing well at 1 month follow-up. Patient works overseas and was to return for 3 months visit upon returning to us. He was sent with lotemax, on a tapered schedule and instructions to wear sunglasses for uv protection. He was evaluated by surgeon who began topical treatment. Prescription q2h x1 week, then qid. Follow up 1.5 weeks (next time patient available) need for continued sunglasses was stressed. Patient is returning overseas (B)(6) with no available eye care, so taper schedule and follow-up plan will be created for him. Seen (B)(6) 2017 vasc 20/30 od, 20/20 os rxm- .75 + 1.75 x 170 20/20 + od, -.25 + .75 x 025 20/20. Ref MFR #3003288808-2017-00686.